Manufacturer narrative:
The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. A visual evaluation of this photo was performed and is not possible confirm leak with the photo. Additionally, the catheter shows signs of use (remains of blood). It is important to consider that the instructions for use warn: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. In addition the IFU states [the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli. Based on the available information this potential cause could not be discarded. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/22/2017. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch form report no. (B)(4).

Event description:
The customer states that the umbilical arterial catheter (uac) was found to be leaking at the junction of the tubing and the hub. The bedside nurse stated that it looks like a tear from where it is kinked off for fluid changes. The staff clamps or kinks the line to occlude flow when changing fluids. Because of the leak, the line had to be removed and a new device re-inserted.